Manufacturer narrative:
No report of patient involvement. Incident date: unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Electrical issue resolved by grounding the unit.